Event description:
Reportedly, battery voltage is not updating. An warning is indicating that last battery voltage measurements was performed more than 3 days ago. Bluetooth is not active despite being turned on in the device.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, battery voltage is not updating. An warning is indicating that last battery voltage measurements was performed more than 3 days ago. Bluetooth is not active despite being turned on in the device.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.